Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via telephone call that the insulin pump was removed for heart surgery and that they had issues when it was reinitiated. The insulin pump had a blank display. The customer had a high blood glucose of 500 mg/dl. The insulin pump had scratches but no cracks. The spouse reported that the insulin pump had been dropped a few times but not exposed to moisture. The spouse reported that the battery cap contact appeared loose and was send a replacement battery cap. The customer was on manual injections at the time. The spouse intended to call back to troubleshoot for high blood glucose.